Event description:
During a lap cryotherapy nephrectomy procedure, the shears stopped working half way through the procedure. They were cleaned, retorqued and still gave instrument 5 error. Not noted how case completed. No patient consequence.